Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The batch sequence number for the instrument's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A review of the site's complaint history does not show any additional complaints related to this product and/ or this event. No photo or video was provided by the site for review. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted hemicolectomy surgical procedure, the vessel sealer instrument reportedly did not sufficiently complete a seal. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/ misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the vessel sealer extend instrument was not sealing. The procedure was completed with no reported injury. November 12, 2021, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the procedure delay did not occur during a critical surgical step. The instrument was working fine at the beginning. After two hours, the instrument was not sealing properly anymore. The surgeon continued to use the instrument this way and towards the end, he used the monopolar and bipolar energy to finish. The instrument will not be returned as it was discarded. Further details were not provided.